Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30001992l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant bwi products: decanav catheter (catalog # d-1285-02-s/lot # 17768535m); smartablate irrigation tubing set (catalog # d-1320-01-s / lot # ac3947578). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade that required pericardiocentesis. During mapping phase, after point information was obtained at around rvot by decanav catheter and the thermocool® smart touch® sf bi-directional navigation catheter, the patient complaint he was stuffy, an oxygen mask was placed, and the procedure continued. Pericardial effusion was confirmed with ice, pericardiocentesis was performed. The patient moved from catheter laboratory for a CT exam. Patient¿s condition improved. It is unknown if extended hospitalization was required as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. Transseptal puncture was not performed. There¿s no information regarding generator parameters at the time of injury, overall ablation time at the site of injury, last ablation cycle time at the site of injury and irrigated catheter flow set up. The patient received anticoagulant (unknown) during the procedure. The activated clotting time (act) is unknown.